Event description:
It was reported that (1) 355ld was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the 5mm trocar would not alarm after repated tries. The orange lever was advanced numerous times but would not engage. The second trocar was opened and all went well. There was no consequence to pt.